Manufacturer narrative:
The customer identified two lot numbers as the possible products involved in the reported event: lot number: 6367264 expiration date: 04/30/2025. Lot number: 6533470 expiration date: 07/31/2025. Collaplug (ID oraplugpkg-10) was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported "severe swelling" after collaplug use: per assistant: "on (B)(6) 2023 doctor did an extraction and placed some oraplug in the extraction site. The patient very soon after experienced "severe swelling" that extended across her lip from corner to corner. They have ruled out other possible causes, i.e., the antibiotic, anesthesia etc.. And they are wondering about the oraplug. I asked how the patient was currently and she said she is improving".